Event description:
It was reported that while the patient was in the operating room, the pump was primed with no issues and there were no issues with pump locking. The pump was started in the operating room and speed was increased above 4000 revolutions per minute (rpms), but no flow was noted. The driveline was disconnected and reconnected and the pump was again initiated above 4000 rpms and flow was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of "no flow" was unable to be determined through this investigation as no log files were provided by the account and no product was returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms, and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.